Manufacturer narrative:
Mpo was made aware of revisions for loosening from a german registry report (eprd). Specific information for each event is not available. Loosening is a known risk of total knee arthroplasty. Trending does not reveal an increase in risk level for this part family. There is insufficient information available to perform any further investigation.

Event description:
Allegedly, eprd reported 11 new complications for evolution® nitrx femoral knee revision (3 infections, 2 loosening, 3 other, 1 unknown, 1 dislocation and 1 fracture). No further information was reported. This incident is capturing 2 loosening.